Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Reportedly, the customer did not take action to address bg level. Multiple follow-up attempts were made to gather backup insulin therapy information; however, the customer did not respond to follow-up attempts.